Event description:
It was reported that syringe s2 10ml had a defective stopper. The following information was provided by the initial reporter: "the nurses at day hospital inform me that the plunger of the syringes they currently use is taking air, with the consequent problems that this brings. Yesterday one of the nurses had her syringe disconnected as she took air out of the serum system and sprayed her eye with cytostatic medication."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2003279 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team; however, the picture sample only displayed the product package information. Complaint could not be confirmed. Twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were evaluated and no defects were observed. Based on the investigation results, an exact cause could not be identified for this incident; however, it is possible that this incident resulted from damage to the plunger lip component.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10 ml had a defective stopper. The following information was provided by the initial reporter: "the nurses at (B)(6) hospital inform me that the plunger of the syringes they currently use is taking air, with the consequent problems that this brings. Yesterday one of the nurses had her syringe disconnected as she took air out of the serum system and sprayed her eye with cytostatic medication."